Event description:
It was reported that during a cholecystectomy procedure, air leaked soon after the camera was set into the trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/20/2008. Information is unavailable; device was not returned for evaluation.